Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, low grade squamous intraepithelial lesion, back pain, muscle spasm, cervical dysplasia, anxiety, depression, bipolar disorder, pharyngitis, streptococcal infection, vulvovaginitis streptococcal, perianal streptococcal infection, urinary tract infection, pain in hip, pain in extremity, numbness of lower extremities, paraesthesia, muscle strain, gravida ii and parity 2. Current weight 180 lbs. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as caffeine;codeine phosphate;paracetamol (tylenol with codein #2) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("allergic or hypersensitivity reaction, rashes or skin conditions/rashes or skin conditions-rashes") and was found to have weight increased ("weight gain / weight gain/loss (specify which one)"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with diazepam and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain and rash had resolved and the abdominal pain lower, vulvovaginal pain, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: visualization of 3 to 4 coils was seen after insertion of the essure insert bilaterally. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory location of the devices with evidence of tubal occlusion. X-ray - on (B)(6) 2013: satisfactory location of the devices with evidence of tubal occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received- outcome of pelvic pain, abdominal pain, genital haemorrhage, rash updated to recovered / resolved. Event rashes or skin conditions updated to rashes. Medical history, new reporter, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, low grade squamous intraepithelial lesion, back pain, muscle spasm, cervical dysplasia, anxiety, depression, bipolar disorder, pharyngitis, streptococcal infection, vulvovaginitis streptococcal, perianal streptococcal infection, urinary tract infection, pain in hip, pain in extremity, numbness of lower extremities, paraesthesia, muscle strain, gravida ii and parity 2. Current weight 180 lbs. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as caffeine;codeine phosphate;paracetamol (tylenol with codeine #2) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("allergic or hypersensitivity reaction, rashes or skin conditions/rashes or skin conditions-rashes") and was found to have weight increased ("weight gain / weight gain/loss (specify which one)"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with diazepam and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain and rash had resolved and the abdominal pain lower, vulvovaginal pain, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: visualization of 3 to 4 coils was seen after insertion of the essure insert bilaterally. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory location of the devices with evidence of tubal occlusion. X-ray - on (B)(6) 2013: satisfactory location of the devices with evidence of tubal occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received- outcome of pelvic pain, abdominal pain, genital haemorrhage, rash updated to recovered / resolved. Event rashes or skin conditions updated to rashes. Medical history, new reporter, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, low grade squamous intraepithelial lesion, back pain, muscle spasm, cervical dysplasia, anxiety, depression, bipolar disorder, pharyngitis, streptococcal infection, vulvovaginitis streptococcal, perianal streptococcal infection, urinary tract infection, pain in hip, pain in extremity, numbness of lower extremities, paraesthesia, muscle strain, gravida ii and parity 2. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as caffeine; codeine phosphate; paracetamol (tylenol with codeine #2). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("allergic or hypersensitivity reaction, rashes or skin conditions") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight increased ("weight gain / weight gain/loss (specify which one)"). The patient was treated with diazepam and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, pelvic pain, abdominal pain, vulvovaginal pain, dyspareunia, rash, hypersensitivity and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: visualization of 3 to 4 coils was seen after insertion of the essure insert bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory location of the devices with evidence of tubal occlusion. X-ray - on (B)(6) 2013: satisfactory location of the devices with evidence of tubal occlusion. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received and medical record received: events: genital hemorrhage update as intervention, new event hypersensitivity reaction, rash, weight gain, dyspareunia were added. Essure removal surgeries were added. New reporter added. Case category changed. Concomitant conditions were added. Concomitant drugs were added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.